Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # ==>(B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: dyreborg k, petersen mm, balle ss, kjersgaard ag, solgaard s. Observational study of a new modular femoral revision system. World j orthop. 2020 mar 18;11(3):167-176. Doi: 10.5312/wjo.v11.i3.167. Pmid: 32280606; pmcid: pmc7138861. Objective and methods: the purpose of this article is to evaluate the early results for a competitor tha revision stem after femoral revision in a consecutive series of patients undergoing surgery over 3 years. The article reviews a competitor modular femoral revision system. Of the 116 revised stems, 6 were depuy corail stems. The manufacturers of the acetabular components were not noted. This complaint will capture the 6 revised corail stems. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: 6 corail femoral stems 6 unknown femoral heads adverse event(s) and provided interventions associated with depuy devices: the authors provide reasons for revision but did not provide those reasons specific to manufacturer. As such, the reasons for revision will be captured with a quantity of 1. There were no reported product problems for the unk own femoral heads. Aseptic loosening at bone to implant interface- revision of stem and head periprosthetic fracture- revision of stem and head infection- revision of stem and head other- unspecified- revision of stem and head